Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three weeks after a cardiac ablation procedure, at a follow-up appointment, the patient reported loss of balance since the procedure, and neurological deficits were noted. Magnetic resonance imaging (MRI) was performed to confirm/diagnose the cerebrovascular event and showed a small lesion, which the physician suspected was a ¿blister.¿ catheter preparation was reported to have been done correctly with all tubing checked, continuous irrigation was maintained on both the catheter and sheath, and heparinized saline was used to flush the sheath. The case was completed. No further patient complications have been reported as a result of this event.